Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm in tube, scratch, embedded fm in cap, fm on gel, ink smear, plastic bubble and gel bubble with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to embedded fm shield and embedded fm tube, CAPA#314060 and potential causes have been identified. As a result, corrective actions have been established and implemented.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, embedded fm in tube x19, scratch x1, embedded fm in cap x2, fm on gel x1, ink smear x3, plastic bubble x24 and gel bubble x12. 62 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, embedded fm in tube x19, scratch x1, embedded fm in cap x2, fm on gel x1, ink smear x3, plastic bubble x24, gel bubble x12. 62 occurrences were reported.